Event description:
A caller reported experiencing a cgm error, specifically error 42, with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, which provided detailed instructions to reset the pump. After following the guidance, the error did not recur, and the customer successfully began their sensor session.